Event description:
It was reported from a pt through the maude event report ((B) (4)) of an injury event that required intervention. No additional info was reported.

Manufacturer narrative:
Device was not returned.